Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. The field service engineer (fse) stated that the back panels of the main and auxiliary towers were removed and all cables and connectors to the drawers were disconnected and reconnected. The fse stated that diagnostic lights were verified to be correct by manually releasing and closing each drawer systematically. The fse stated that the station was rebooted after an extended powered off period to allow for a complete shutdown and restart. The fse stated that the pharmacist performed inventory on both the tower and main unit while diagnostic lights were observed for proper indications. The fse stated that the back panels were reinstalled and the station and auxiliary tower were returned to their original positions. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ortho_4w multiple drawers failed. The customer reported that several drawers could not be recovered. The customer performed a station reboot and attempted to recover storage space; however, the recovery failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.